Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "compressor fault" message. No further information was available. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and the compressor was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.